Event description:
A user facility reported to olympus that a "b30," scope communication error and "e216" error occurred when connecting olympus, model series 190 scopes to the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved by the initial reporter through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, it was determined by technical support that the likely cause was an olympus, model series 190 scope as the problem was isolated to the scope. It was recommended to the customer to return the suspect scope to olympus for repair. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported b30 and e216 error codes. These error codes are triggered when the communication between the endoscope, light source, and processor fails. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because dust, water scale, or dirt had temporarily adhered to the electrical contacts of the connector component of the subject device. A temporary/transient issue with the communication wire may have also caused the issue. Olympus will continue to monitor field performance for this device.